Event description:
Case description: this report was received from an ophthalmologist in which a patient underwent cataract extraction with lens implant (left eye) in 2000. A ceeon lens, model 920/19.5 (d) was implanted. No problems were reported with the procedure or postoperatively. Subsequently, the patient complained of diminishing vision. The ophthalmologist noted a jelly-like blob on the iol. The iol was explanted in 2001. The iol is being returned for investigation. 05/2001: follow-up was received for the physician. He initially tried to break up what he thought was cortex with yag laser, but there was no response. He replaced the lens with an acrylic lens. The pt has good vision and no further problems. The iol was returned to the MFR on 04/2001. Investigaton results are pending. 05/2001: investigation results obtained. Batch records were reviewed and showed no deviations. The investigation revealed that no product related cause could be identified an contaminants on the lens occurred after the product was released from the company.

Event description:
Case description: this report was received from an ophthalmologist in which a patient underwent cataract extraction with lens implant (left eye) in 2000. A ceeon lens, model 920/19.5 (d) was implanted. No problems were reported with the procedure or postoperatively. Subsequently, the patient complained of diminishing vision. The ophthalmologist noted a jelly-like blob on the iol. The iol was explanted in 2001. The iol is being returned for investigation.